Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer ran blood glucose tests on the contour xt and a contour next one. The readings were 300 and 150mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Strip information was not provided. Replacement meter was sent to the customer.

Manufacturer narrative:
Strip information was not provided in the initial report.